Manufacturer narrative:
Additional information: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "tilt shortness of breath, pain, device unable to be retrieved, filter migration¿. Cook will reopen its investigation if further information is received. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. It is unknown if the reported pain are directly related to the filter and unable to identify a corresponding failure mode at this point in time. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Additional information: per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen its investigation if further information is received.

Event description:
No additional information provided at this time.

Manufacturer narrative:
William cook europe initially reported event under MFR report # 3002808486-2016-01195. New information was received identifying that the product was a cook inc. Manufactured device. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Plaintiff allegedly received an implant on (B)(6) 2009 via the right internal jugular vein due to risk of dvt. Plaintiff is alleging tilt, shortness of breath, pain, device unable to be retrieved, filter migration.